Event description:
Additional information: prior to the motor stall recovery noted in the event logs, the message, ¿stopped pump period may exceed tube set¿ was logged.

Event description:
It was reported that a motor stall occurred with motor stall recovery and was confirmed by telemetry. The motor stall was caused by the patient having an MRI "or other medical procedure." The pump was not interrogated following the MRI on (B)(6) 2012. The pump "went into telemetry mode" and did not log recovery until the pump was interrogated on the day of the report. The reporter stated that repeating the pump interrogation cleared the error. The patient had no symptoms and "did not have any negative results." The event was reported as "resolved."

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).